Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure approximately 5 years ago and mesh was implanted. The patient reported bleeding both vaginally and rectally for two years until now. Upon vaginal exam, the surgeon discovered the mesh, the size of a quarter, had eroded into the colon/rectum and vagina. The surgeon planned a consultation with the patient regarding removal of product.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a posterior pelvic floor repair procedure in (B)(6) 2007. The patient first noted initial symptoms of vaginal and rectal bleeding post procedure in (B)(6) 2010. The patient experienced a vaginal mesh erosion of 3x2 cm of the posterior wall, midvagina, towards the apex and a small amount eroded into the rectum. The patient underwent an excision of the mesh on an unknown date. The current condition of the patient was reported as recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)